Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient reported pain and migration of the receiver/stimulator unit. Subsequently, the patient underwent revision surgery (date not reported) to reposition the dislodged receiver/stimulator unit. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013. The implanted device remains.